Manufacturer narrative:
Arjo was informed about a situation involving maxi sky 2 ceiling lift. The customer had the equipment serviced by an arjo service technician who found out that the lift malfunctioned. There was no patient involvement nor injury sustained. During the device inspection, the error code l was displayed on the control panel. Despite resetting the error code, the strap of the ceiling lift unwound itself and the spreader bar lowered down to the floor. The emergency break did not work and did not stop the strap from unwinding itself all the length down. The arjo maxi sky 2 maintenance and repair manual in section maintenance and malfunction codes, states that the 'l' code is related to the encoder problem and malfunction with up/down motor encoder fault ¿ ¿up/down motor does not rotate or the encoder does not read the motor speed.¿ the cause of the reported malfunction could not be established, but some hypothesis were taken into account: - the motor encoder failed as per the maintenance manual. - the high limit switch was faulty. These hypothesis could not be verified because the customer scrapped the ceiling lift and bought a new device. - strap winded in the wrong direction. This hypothesis can be ruled out. The technician confirmed that the strap was winded in the correct direction. Sum up, while the malfunction of the device occurred the device was being serviced by an arjo service technician. As per information gathered, the lifting strap unwound itself and it was not stopped by the emergency break so maxi sky 2 ceiling lift was not up to manufacturer¿s specification. The complaint was decided to be reportable based on the potential of serious injury if the strap unwound itself while lifting the patient.

Manufacturer narrative:
Investigation is ongoing. The follow-up information will be provided within the next report.

Event description:
It was reported that the strap of the maxi sky 2 medical device unwound itself and the spreader bar lowered to the floor. The emergency brake did not work and it was not functional. There was no patient involvement nor injury sustained. The failure of the device was found during service procedures conducted by an arjo technician.